Event description:
It was reported that a patient underwent a total knee procedure on (B)(6) 2026 and suture was used. The needle detached from the suture while suturing the joint capsule. No patient consequences were reported. The suture is not available for return. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4).this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.a manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.additional information was requested, and the following was obtained:do you have any photos available for visual analysis?what is the current status of the patients?no photos available.patients are doing well.they do have the remaining suture in this lot box for return.